Event description:
It was reported the impedance of all three leads slowly increased and it was not possible to interrogate the device. The same programmer used on this device was able to interrogate other devices. The pacemaker was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The initial medwatch report was sent with the incorrect serial number. This is corrected in the supplemental report. Evaluation summary (B) (4) preliminary testing revealed a no output and no telemetry condition. The no telemetry and increased impedance readings were the result of fractured wires.